Event description:
The customer called technical support (ts) reporting that the device has a proximal pressure/failure (ec 110b) message. The customer reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. Discussed troubleshooting error code 110b per the service manual. Customer had replaced solenoid 3. Customer will order and replace solenoid 4 as well per service manual. Customer has parts ID for solenoid. Provided parts ID: cable, da pcba to mc pcba (2nd generation) 1124812 (B)(4). Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Multiple good faith efforts were made to obtain information regarding device evaluation, repair, and operational status with no response from the reporter and therefore cannot be determined. This file is closed and can be reopened if additional information is received from the customer.